Event description:
It was reported that in 2007, the patient presented with pain in her neck, through her shoulders, into her arms causing numbness and tingling in her arms and hands. The patient underwent x-rays and an MRI. The patient had two deteriorated discs in her neck that were touching the bone and the doctor recommended her to undergo a surgery. In (B)(6) of 2008, the patient underwent an unspecified surgery. Following the surgery, patient¿s pain returned and she presented for x-rays. In (B)(6) of 2009, the patient underwent re-do procedure, in which rhbmp-2/acs was implanted. Following the surgery, patient began to experience more severe problems with her back. In (B)(6) of 2010, the patient underwent back surgery in which rhbmp-2/acs was implanted. Following the surgery, patient¿s pain continued to increase and she presented for an MRI. Also the patient developed severe migraines and had injections to alleviate the pain. In 2011, the patient underwent a neck surgery, in which rhbmp-2/acs was implanted. Following the surgery, patient¿s neck and back pain continued to worse. The patient continued to receive injections for the pain. In 2011, the patient developed severe gastrointestinal issues. Her neck and back pain continued to increase and she presented for x-rays and an MRI. Patient underwent a neck surgery, in which rhbmp-2/acs was implanted. Following the surgery, she had to wear a neck brace and use a walker to get around. The doctor used rhbmp-2/acs in the thoracic and cervical spines of the patient. The patient now experiences constant neck and thoracic pain as well as muscle spasms, shooting pain down her legs, and numbness and tingling down her legs.

Manufacturer narrative:
(B)(6). (B)(4). Date of surgery is unknown but surgery happened in (B)(6) 2012. Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.